Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and checked the host pc. Fse confirmed that host pc does not turn on automatically and the systems software pc was corrupted. To resolve the reported issue, fse replaced the bios battery of host pc and performed power cycle. After performing the required repairs, system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura host pc would not automatically turn on. The device was not in clinical use. No harm was reported. Philips has started an investigation of the complaint.